Event description:
The facility reported a device that stopped during treatment and displayed a failure code that would not reset. The event occurred during patient use. There was no patient injury or medical intervention necessary according to the hospital rep. No additional information is available.

Manufacturer narrative:
Evaluation summary: the reported condition of a device that stopped during treatment and displayed a failure code that would not reset was confirmed during product evaluation. Inspection of this pump revealed the failure 803:07 was caused by the slide clamp being left in the pump head module (phm) channel. To correct this failure, the slide clamp was removed from the phm channel. The pump was retested and returned to the customer within specification.